Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: 18feb2020 - found on follow up CT in 2019. In the bend in the aorta, the z stents are overlaying within the graft and thrombus has formed in the bend, physician informed he relined with a competitive graft. Additional information received (B)(6) 2020: mural thrombus at bend in aorta. Coda balloon was not used in the initial implant procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6) ec method code: 4117 - device not accessible for testing. Summary of investigational findings: a male patient with a prior aortic trauma that became aneurysmal underwent tevar and had a zta-p-32-109-w implanted on (B)(6) 2019. In (B)(6) 2020 it was reported that the z stents were overlaying within the graft and thrombus had formed. The graft was relined with a competitor device. A preoperative CT study and 2 postoperative CT studies were provided and reviewed by an imaging expert. Per the findings of the imaging review there is significant anterior-posterior tortuosity of the proximal descending thoracic aorta with 55-degree posterior angulation at the proximal neck junction. The imaging reviewer¿s impression is that on the first post-op CT there is a 52-degree posterior angulation of the proximal graft with stent overlap between the 2nd and 3rd segments along the inner curve of the bend. On the 2nd post-op CT provided mild graft in-folding and overlap between the 3rd and 4th stent segments, are seen as well. The filling defect in the graft lumen appears larger. This may represent increased graft in-folding or partial thrombus now extending from the in-folded graft. Per the current IFU ¿key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees).¿ based on the provided information and imaging it is likely that the overlaying of the stents and subsequent possible thrombus is caused by the tortuous anatomy of the patient. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.